Event description:
It was reported through the results of a clinical trial, that approximately six months post index procedure, the subject developed 80% of target lesion stenosis. Standard percutaneous transluminal angioplasty (pta) was used to successfully treat the target lesion. The current patient status was not provided.

Manufacturer narrative:
H11: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation. The stent remains implanted. No x-ray images were provided for evaluation. Therefore, the alleged restenosis can not be reproduced. Based on the information available the investigation is inconclusive for the reported issue. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently address the potential risk. Based on the instruction for use complications and adverse events associated with the use of the covera vascular covered stent may include the usual complications associated with endovascular stent and covered stent placement and dialysis shunt revisions, which includes restenosis of the target vessel. Regarding pre and post dilation the instruction for use states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated" and "post dilate the covered stent with an angioplasty balloon sized appropriately as to ensure complete wall apposition to the reference vessel. Avoid balloon dilation in the healthy, non-stenosed segment of the vessel." H10: d4 (expiry date: 08/2022), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 08/2022).

Event description:
It was reported through the results of a clinical trial, that approximately six months post index procedure, the subject developed 80% of target lesion stenosis. Standard percutaneous transluminal angioplasty (pta) was used to successfully treat the target lesion. The current patient status was not provided.